Manufacturer narrative:
Date sent: 04/23/2009. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, scissoring occurred at the third firing. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.